Manufacturer narrative:
Follow-up #1: date of submission 08/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: there were unexplained pump reboots observed in the black box. There was no damage found to battery compartment or returned battery cap. The returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24hrs with returned battery cap with no power interruptions duplicated. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history, but could not be duplicated during the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.